Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up vvi mode also, the patient received inappropriate shocks possibly due to t-wave oversensing or atrial fibrillation. Technical support was contacted and the device software was upgraded. The patient was in sable condition.